Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility. Update 01/29/15: pfs received. Pfs identified patient dob, height and weight. Update 01/29/2015: pfs and medical records received. A correct doi was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, high metal ion levels (labs 7/2011), vertical cup, and osteolysis. There was no mention of infection or dislocations as previously alleged. The complaint was updated on: 02/23/2015. There is no new additional information that would affect the existing MDR decision.